Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty communicating the remote control (rc) to the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was replaced, and a spinal cord stimulator (scs) lead was added for more stimulation coverage of the patients pain.